Manufacturer narrative:
The insulin pump alarmed failed battery test after inserting the battery due to corroded battery tube. No blank display noted. Unable to verify for operating currents including low battery alarm, off no power alarm, bad battery alarm, external ram alarm and unexpected restart alarm due to failed battery test alarm. The insulin pump received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display and external ram error alarm.. It was also reported that pump had a failed battery test alarm and unexpected restart alarm. A replacement battery cap was sent. The blood glucose at the time of the incident was 66 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.